Manufacturer narrative:
Mfg date: 09/2015. Based on the available information, this event is deemed a reportable malfunction. No patient harm was reported. After detailed batch review, no discrepancies (includes non-conformances/deviations) related to complaint issue were found. A previous investigation is applicable to this complaint. This previous investigation is closed. Therefore, this complaint will be closed without further action. The likely root cause can not be identified on the base of information received. No corrective action is required. The complaint trend will be monitored. Additional information has been requested but not received to date. When additional information becomes available, a follow-up report will be submitted. Note: this complaint issue occurred in two (2) separate cases. A separate 3500a form has been completed for the other case.

Event description:
Reporter stated the "inner burette came out and away from main chamber when draining." Reporter stated the product was in use for a few hours before the issue occurred. Reporter provided no patient details, including treatment or outcome.